Manufacturer narrative:
Endoleaks are addressed per the provided IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements, showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Without add'l info or imaging we are unable to comment on the pt's suitability for evar or possible contributing factors. The sales rep indicated that the length of the sealing site and calcification may have contributed to the reported endoleak. The physician decided to take a wait-and-see approach because of the vessel condition. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatments if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair. A mainbody and two iliac leg grafts were placed and the final angiography confirmed a distal type I endoleak in the left common iliac artery and another endoleak. The physician determined another endoleak was a type ii from the lumbar arteries after add'l ballooning. He decided to take a wait and see approach for the distal type I endoleak due to the vessel condition. The sales rep reported the sealing area was shorter and calcified some. The pt's condition is unk as not provided by reporter.